Event description:
The customer reported that during an exam the customer was fluoroing and the cine side of the screen went totally black. A pt was involved but not injured. The customer was able to complete the procedure after rebooting the system.